Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to the implant procedure, the battery bar was gray with pre-implant indication. Before starting the procedure the implantable cardioverter defibrillator (ICD) was interrogated the device getting normal battery and charging time. The programmer was accidentally turning off and when ICD was interrogated the device could not get battery measures and alert triggered for battery measurements not available due to low temperature. The device was not implanted. The device was interrogated 48 hours later with another programmer, finding the device working properly. No patient complications have been reported as a result of this event.